Event description:
Patient initials: (B)(6). Date of awareness: 3/15/2023. Reporter: provider. Hospitalization start date: na. Hospitalization end date: na. Date of death: na. Allergies: shellfish derived products. Pmh: pulmonary htn, chronic hypoxemic respiratory failure, adult obstructive sleep apnea, biventricular heart failure, htn, severe obesity, atrial flutter, chf, anemia. Causality: unknown. 52yo male on opsumit and veletri for pulmonary htn. Upon routine chart review, provider noted patient presented at ed (B)(6) 2023 with epistaxis, ongoing for a few days, this episode started at 7p this evening and has been persistent. Compliant with eliquis but was told by pcp to stop taking for 1 week while having severe epistaxis, treated, and improved with tranexamic acid IV and packed with anterior nasal packing, discharged home for outpatient follow-up. Patient presented at ed again with dobutamine infusion pump malfunction, switched to subclavian port for dobutamine infusion and was stable to discharge home.